Event description:
A review of service data detected a reportable problem. During servicing, monitor sn (B)(4) failed a pulse test. The last patient to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon evaluation, the monitor reset failed the detect and treat test. The cause for the failure was isolated to defective mosfet drivers (u15 and u16) on the defibrillator board. The defective drivers caused the test failure. The root cause for the defective drivers could not be positively identified. No adverse event resulted from the defective monitor. The last patient to use this monitor did not report any deficiencies.